Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. The reaction was described as red, bumpy and oozing, located at the upper buttocks. Affected area was treated with eletone-steroid cream that was prescribed on (B)(6) 2016, for a previous reaction. Additional event or patient information was not provided.